Manufacturer narrative:
The complaint number corresponding to this medwatch is (B)(4). It is unknown if the device will be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-03442 & 0001822565-2017-03443.

Event description:
It was reported that the patient underwent a closed reduction approximately seven months post-implantation due to dislocation and pain. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Corrected: na. The liner was not revised during this event. Concomitant medical products: shell porous with cluster holes 56 mm o.d. Catalog#: 00620005622 lot#: 61237881; modular femoral stem press-fit plasma sprayed cementless size 7.5 catalog#: 00771300700 lot#: 61172383; modular neck p1 12/14 neck taper use with +0 heads only catalog#: 00784801301 lot#: 62700835; biolox delta head 12/14 36x0 catalog#: 00877503602 lot#: 2795953; trilogy bone screw 6.5x25 catalog#: 00625006525 lot#: 61246397. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch.